Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead had previously been prophylactically explanted and replaced, and was then on legal hold for analysis.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2002; 419478 lead implanted: (B)(6) 2006. The initial reported event of "failure" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold for analysis, and has now tested out of specification. No further patient complications as a result of this event. Evaluation summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 62.3 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of "failure" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold for analysis, and has now tested out of specification. No further patient complications as a result of this event.